Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited the front panel display flow rate values were missing/not shown the issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event was confirmed and the probably cause was most likely attributed to failure of the front panel light-emitting diode (led). However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.